Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery while bolusing. The blood glucose reading was 328 mg/dl. The customer reported that the alarm had been resolved with a complete set change. The customer reported that the night before the blood glucose ran up to 506 mg/dl and that she reverted to manual injections. The reservoirs were replaced but not returned for analysis.